Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records. Kimberly-clark was initially alerted on april 2 however we received sufficient information to enable processing of the event on april 30. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body.